Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of device reset was confirmed in the laboratory. Analysis reveals the device reset was caused by power on reset due to the device delivering high voltage therapy. The device was tested on the bench and using unity test system and no other anomaly was detected. The cause of the power on reset was a lead anomaly. (B)(4).

Event description:
It was reported that the device was explanted and replaced after it went into backup vvi reset due to a power on reset. It was noted that the rv lead tested normal values during defibrillation threshold testing with the new ICD device.